Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. 1032347-2008-00019, 00020 & 00021 are all for the same surgery.

Event description:
Pt had several resorbable plates & screws implanted, along with titanium plates & screws in 2007. Pt came to ER in two months later and the following month, for infection. Some of the resorbable plates were removed the same month, and the remaining resorbable plates were removed in 2007 (exact date in november not known).